Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for neck pain. The patient reported that the they fell twice and hurt their neck. The first fall they broke their knee and were laid up for a long time; this didn't really cause any neck pain. The second fall they fell on their head, which caused issues/neck pain. The patient was able to increase their stimulation from 2.25 to 2.70 and reported feeling the stimulation at a comfortable level for their neck. The patient was told to follow up with their healthcare provider to check the implant and address the issues as necessary. No further complications reported.